Manufacturer narrative:
The insulin pump operating currents are within the specification, no unexpected low battery, weak battery, failed battery test, off no power alarm or battery indicator anomaly noted. Pump received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked reservoir tube window thru reservoir tube and cracked battery tube threads.

Event description:
It was reported that the customer had a failed battery test as well as a weak battery test alarm. Troubleshooting occured. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).